Event description:
It was reported through the filing of a lawsuit that allegedly the devices subsequently dislodged, malfunctioned and/or failed causing injuries to the patient and requiring their surgical removal and replacement on or about on (B)(6) 2016.

Manufacturer narrative:
Additional info: patient¿s age at the time of event, age units, date of birth; brand name: product long description, product code, common device name; catalog#, expiration date, lot number; PMA/510(k)#; manufacturing date. An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the devices subsequently dislodged, malfunctioned and/or failed causing injuries to the patient and requiring their surgical removal and replacement on or about (B)(6) 2016.